Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested it initially could not power on without an alternating current (ac) adaptor. The device was charged overnight. On the following day, it was unplugged from ac and the unit immediately shut down. The reported condition was duplicated.

Event description:
It was reported that a ventilator would not work on battery power. There was no patient involvement.

Manufacturer narrative:
(B)(4). Updated the conclusion code to better reflect the current status of the investigation. The battery pack and the battery wire assemblies were replaced to address the reported failure. The ventilator was processed per service instructions and passed testing. The ventilator was returned to the customer.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.